Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical coporation, canada. The customer's report was not observed or duplicated during initial testing. The device was put through extensive testing including full functional testing, bench handling and power cycling without duplicating the report. An internal inspection of the device found no discrepancies. The monitor board and cp2 board were repalced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.